Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist who advised them to discontinue treatment due to the notice that was issued and them requiring close supervision of their treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.